Manufacturer narrative:
Concomitant medical products: 1788tc lead implanted: (B)(6) 2007, 4193-88 lead implanted (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a patient family member that when the cardiac resynchronization therapy defibrillator (crt-d) patient was holding a stereo, an alert tone was heard. Subsequently, the patient has been feeling "under the weather." The device remains in use. No further patient complications have been reported as a result of this event.